Event description:
Since 1987 reporter has been exposed to latex gloves working. It was during this time that they started to develop rashes, hives, urticaria, and sinusitis. Reporter was skin tested for 75 different allergens but no one thought about latex allergens. Reporter was given antihistamines and returned to work. Reporter's allergies have worsened throughout their career. Reporter was fired/terminated from work. Reporter has had rashes, urticaria, sinusitis, hives and now delayed asthmatic reactions. Reporter takes claritin, allegra, and other antihistamines. Reporter carries an epi-pen.